Event description:
Customer stated that the insulin pump did not alarmed threshold suspend when blood glucose reached a low level. Customer reported often having seizures from low blood sugar. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.